Manufacturer narrative:
(B)(4). The reported complaint for "balloon central lumen damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, the balloon central lumen damaged". Additional infomation states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon central lumen damaged". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the luer. Bends to the central lumen were noted at approximately 10.2cm, 52cm and 66cm from the iabc luer. The iabc central lumen was noted broken at approximately 5.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5.3cm from the iabc dis-tal tip; which is the location of the previously noted broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 72.3cm from the iabc luer; which is the location of the previously noted broken central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon central lumen damaged" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon central lumen damaged". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".